Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-04001 / 04002).

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately seven years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - m2a magnum cup catalog#: us157854 lot#: 191440, taperloc stem catalog#: 15-103207 lot#: 703780, m2a magnum taper adapter catalog#: 139256 lot#: 556390. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately seven years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in medical records received that patient underwent a left hip revision procedure approximately 7 years post-implantation due to a failed implant. During the procedure, the patient underwent an abductor repair. The femoral head, taper adapter, and stem were removed and replaced with competitor product. Patient is experiencing ongoing pain with nerve damage related to the revision procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined no action is necessary as no trends were identified. Medical records indicate the patient was revised for pain, nerve damage and abductor tendon repair; however, the root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.